Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer¿s blood glucose value at time of incident was 339 mg/dl and current blood glucose value was 47 mg/dl. Customer treated the high blood glucose value by pump and the low blood glucose value by eating 60 grams of carbs. Customer tested again at 84mg/dl. Insulin pump will not be returned for analysis.